Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device only showing water flow rate (wfr) 1.9 l/m and they were told water flow rate (wfr) should be above 2 l/m. Not currently in front of the device. Confirmed patient actually has 6 pads connected with a water flow rate (wfr) 1.9 l/m. Had nurse get in front of device. System diagnostics, outlet monitor temperature (t1) was 10.5c, outlet control temperature (t2) was 10.1c, inlet temperature (t3) was 11c, chiller temperature (t4) was 3.5c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 26 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 314, pump hours were 249. Had nurse stop therapy to try disconnect and reconnect. Multiple things going on in the room and nurse stated they need to restart therapy and call back later when they can actually troubleshoot. Advised when time allowed to try disconnecting and reconnecting using proper technique and restarting therapy. Encouraged to call back.

Event description:
It was reported that the nurse stated the arctic sun device only showing water flow rate (wfr) 1.9 l/m and they were told water flow rate (wfr) should be above 2 l/m. Not currently in front of the device. Confirmed patient actually has 6 pads connected with a water flow rate (wfr) 1.9 l/m. Had nurse get in front of device. System diagnostics, outlet monitor temperature (t1) was 10.5c, outlet control temperature (t2) was 10.1c, inlet temperature (t3) was 11c, chiller temperature (t4) was 3.5c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7, circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 26 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 314, pump hours were 249. Had nurse stop therapy to try disconnect and reconnect. Multiple things going on in the room and nurse stated they need to restart therapy and call back later when they can actually troubleshoot. Advised when time allowed to try disconnecting and reconnecting using proper technique and restarting therapy. Encouraged to call back.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Corrections: d, e, f, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.